Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens optic was torn. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens. The reporter stated they are aware that this is off-label use.

Manufacturer narrative:
Evaluation: method - (other): results - (other): visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this lens model. It should be noted that the injector and cartridge were not returned for evaluation.